Manufacturer narrative:
(B)(4). Visual investigation confirmed the gray wolf connector was detached from the cable. The connector was not returned. Hipot testing did not pass; further electrical testing could not be completed due to the damage. A DHR review was performed by the supplier. This review indicates that the product was manufactured to specifications and all required testing was successfully completed prior to the shipment of this lot. The root cause of the damage could not be confirmed.

Manufacturer narrative:
(B)(4). The device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that 2 grey lead connectors detached from the cord when being unplugged from unit during procedure. No patient injury. Initial evaluation of the cord found the device failed hipot testing.